Event description:
Member of the charite study. She was implanted with the device in 2001 and device taken out in 2005. Has suffered terribly, gave through 5 surgeries. She came across so many irregularities. She thinks, this implant is a fraud. Europe finished their study in 2004 and warned FDA not to allow its use in the u.s. But FDA did not listen. Depuy will do everything to get his implanted to make their money. Physician called the institution review board but they never receive her info. Doctor wants to make sure FDA is aware of this implant & stops depuy from marketing this fraudulent device. My charite implant was a problem since the surgery at hospital. Not only was I an unfortunate research subject of depuy & dr, but I was foot & ankle surgeon at the zenith of my career. Dr refused to listen to any clinical complaints I had, most of them being increased pain in the l4-l5-s1 dermatomal distribution that began post op day #1. At no time pre-operatively did the surgeon mention short or long term complications that were known in the european studies. Despite his written denial of no financial gain, dr was being paid by depuy to design the instrumentation to implant the device & instruct others to perform this operation, making millions/year. I was not told about the biomechanical problems with the center of rotation being off causing the entire spine to compensate causing further pain & ddd. I read the FDA report dated 06/02/04, many times. Kudos to your biomechanical engineers noting the absences of info and the bad results dealing with the high density polyethylene spacer as well as the co/cr/mo metal plates. I went to have 3 failed fusion around the implant, & a removal of the charite. I faced a 60% chance of dying on the or table, & now I am facing more surgical intervention to fuse facets l4-l5. My physician finally agreed that I had a problem with the charite after I continued to detertiorate & had a post CT myelogram. I went to a neurosurgeon that did all the following surgeries. I returned to dr for the research follow-ups, until I was told I was no longer part of the study. This happened after contractor began the extra 3 yrs required by the FDA. I was intermittently asked to be part of the study, signed the contracts. Despite me identifying many problems with the implant & followed surgeries, I never was compensated for my time as per both contracts. I was told that my info was dropped from the study!! Contractor was kind enough to explain the system of "independent" investigation. They receive numbers from the surgeons' offices (the drs making 6 figures off this piece of junk). In their best interest, only the good results are given to contractor. Now contractor takes these numbers and decides if the charite would be statistically better than an out dated bak fusion that has not been done in years. Garbage numbers going in and garbage numbers going out. Also contractor is being paid by depuy. Contractor refused to tell me if this info goes to the FDA or to another facility first. To be more specific, the implant is poorly designed. Center of rotation of the implant is too anterior in the spinal segment. This increases the load to the facet joints by 150%. The long term results are worse back pain & more surgery. No one informed me that the implant was not designed to stay in vivo for more than 15-20 yrs. Especially since the target range for candidates are 30's an 40's who know removal of the charite was life threatening... The europeans did and told this to the FDA. Dr did his best with the results of his 17 yr folllow up studies to dissuade the FDA approval of his own brainchild. Contractor sent me back to the med ctr. As of today after over 5 weeks the office cannot find any notes on the charite implant study. My surgeon was asked to resign from the staff. When I had the implant removed in 2006, my charite disappeared from the pathology dept despite my pre-op demand that the implant remain in the path dept because of my request for special testing be done according to my reading. The FDA will soon reconvene about approval of the charite. Please don't. Your statistician reported "funny business" with the crunched numbers handed in from depuy. No question that this will happen again. This they owe to their shareholders. The co stands to lose billions of dollars/year., & unfortunately, many surgeon will miss that extra few hundred thousand made off of the charite. The time has come to overhaul the FDA's approval process. Raise my taxes in order to create a true independent procedure. For example, my surgeon insisted that he would not know if I would be fused or receive an implant until he would get an envelope from a researcher while I was under general anesthesia and he was gloved and gowned in the o.r. Not true. Dr came in to pre-op holding smiling stating I was to receive the charite. So much for "independent" whatever. It is time to keep the sponsors such as depuy and any physician accepting compensation out of the process. No contractor should be paid by a corp. It's time for real science. People lie because they think the lie is less painful or costly for them than the truth. We tend to rationalize to justify our behavior; and accepting the truth requires great courage. I have done research in the past at the univ level. What you allow of depuy and contractor is quite questionable. How can you possibly maintain complete neutrality & produce statistically significant & true biomechanical results while being paid by the sponsor? How can you vasillate between two opposite ideologies? This info is only the "tip of the iceberg." I have lost my practice, my home, my certification. I was a long distance runner, single track biker and skiier. My teenagers cannot remember me being "me."